Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise reversion and pacing inhibition due to electro-magnetic interference (emi) was observed. Further testing will be performed.